Event description:
Complainant alleged that during biomed testing, the paddle controls remote functions were intermittently inoperable when attached to the device. Complainant indicated that there was no pt involvement in the reported malfunction.